Manufacturer narrative:
Updated fields: h2, h11. The bleeding was reportedly an expected part of the procedure, which was a resection of liver cancer tissue. The blood loss amount is unknown. The surgeons described that this would be a difficult, complex liver case prior to the start of the procedure due to patient history. There were no concerns about long-term complications with the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, bleeding from the liver was controlled via suturing with a prograsp forceps instrument and a fenestrated bipolar forceps instrument. The following information is unknown: the source and cause of the bleeding, if the bleeding was expected or unexpected, and the blood loss volume associated with the complication. There was no injury reported to the intuitive representatives who were present during this event. This event did not result in a surgical delay. The procedure was completed robotically.